Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to battery tube power connector not fully connected into the printed circuit board assembly. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that it was impossible to switch on the insulin pump. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.